Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the event of pericardial effusion and hypotension were known event defined in the products risk management documentation and are known inherent risk of use of this device. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Risk review: a risk review performed for the farawave device confirmed that the event of pericardial effusion and hypotension were known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A risk review performed for the farawave catheter confirmed that the event of additional intervention required is a known event defined in the products risk management documentation. Unexpected medical intervention, imaging required and cancelled/rescheduled - post sedation/sedation unknown are considered within the risk threshold of additional intervention required. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Conclusion: boston scientific has assigned an investigation conclusion code of the known inherent risk of device. Pericardial effusion is an expected procedural complication addressed within the IFU for the farawave catheter. It seems like the hypotension was a consequence of the pericardial effusion. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc.

Event description:
It was reported that a patient experienced a pericardial effusion and the ablation procedure was cancelled. After transseptal access, a farawave 2.0 cath 31mm - us catheter was inserted. Due to challenging anatomy and poor intracardiac echocardiography (ice) image quality the physician decided to create a map. The farawave catheter was removed, and a non-boston scientific mapping catheter was inserted. While the map was being created, it was noted that the patient's blood pressure was low. Ice was used to check for effusion. Per physician, an effusion was noted. A pericardiocentesis was performed and the procedure was aborted. No device issues were reported. The device is not expected to be returned for laboratory analysis, it was disposed. It was further informed that the patient was already discharged from the hospital, fully recovered. Bsc versacross fixed. Was used for transeptal access. No ablation had taken place when the effusion was discovered.

Event description:
It was reported that a patient experienced a pericardial effusion and the ablation procedure was cancelled. After transseptal access, a farawave 2.0 cath 31mm - us catheter was inserted. Due to challenging anatomy and poor intracardiac echocardiography (ice) image quality the physician decided to create a map. The farawave catheter was removed, and a non-boston scientific mapping catheter was inserted. While the map was being created, it was noted that the patient's blood pressure was low. Ice was used to check for effusion. Per physician, an effusion was noted. A pericardiocentesis was performed and the procedure was aborted. No device issues were reported. The patient has since fully recovered. The device is not expected to be returned for laboratory analysis, it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.